Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: cracked syringe event details: material # 306499, batch # 5077095. While attempting to flush a PICC line, the flush syringe cracked. All clamps were open. No air got in to line, but it could have. Was there injury? No.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that the syringe cracked during the flushing process. To support the investigation, two empty syringe samples¿without packaging flow wraps, or tip caps¿along with two photographs were submitted for evaluation by the quality team. Upon removal of the syringe barrels and visual inspection, the following observations were made: one sample exhibited a crack approximately 1 inch in length, located ¾ inch from the syringe barrel flange. The second sample exhibited a crack approximately 2¼ inches in length, located 1 inch from the syringe barrel flange. The photographs provided correspond to the received samples. No additional defects or imperfections were observed. This type of damage may occur if a jam is present at the filling machine during processing. A review of the device history record for material number 306499, lot 5077095, was conducted. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. The samples will be shared with production associates to raise awareness. The returned sample analysis confirms the customer-reported issue.